Event description:
It was reported by service report that the head end bed will not go down and scale was not working properly. It is unk if there was pt involvement or if there were adverse consequences.

Manufacturer narrative:
Load cell.